Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's blood glucose level was 914 mg/dl (high) and she experienced diabetic ketoacidosis because of the tubing issue (unknown), as insulin was not being delivered through the pump. Subsequently, on (B)(6) 2019, she was admitted to the hospital and received some unspecified treatment which resolved the issue. On (B)(6) 2019, the patient was discharged with no permanent damage. No further information available.